Manufacturer narrative:
E1 - initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient had calcification, but procedural factors did not contribute to the reported event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.